Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was "around 500 mg/dl" due to basal stopping in the middle of the night. There was a low level of ketones. Bolus via pump was delivered. Tandem technical support reviewed the pump data and found that low battery alerts/alarms were received which led to pump shutdown. Pump was functioning as intended. Customer acknowledged the information.